Manufacturer narrative:
According to the reporter, the device was discarded and is not available for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use were reviewed and considered acceptable. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that during a phacoemulsification procedure while implanting an intraocular lens (iol), the surgeon found the trailing haptic in the capsular bag. The lens was removed intraoperatively, which required enlargement of the incision from 2.4mm to 3.0mm and sutures in the cornea. The surgery plan was not changed. A replacement lens with the same model and diopter was successfully implanted and resolved the issue. The patient did not notice a decrease in their vision. In the surgeon's opinion, the likely cause of the event are the two sharp ends at the tip of the injector which punctures the lens. It is also mentioned that the lens is thinner than previous model and the fenestration is weaker.